Event description:
Patient in ambulatory surgery setting with left cataract. Received anestesia (retrobulbar block) prior to cataract surgery. While testing the phaco machine prior to the start of surgery, the surgeon depressed the foot pedal and the machine would not start. Bio-med engineering and bausch & lomb tech support were contacted and several attempts were made to restart the machine. Attempts to restart failed and the surgery was cancelled. The patient was given an eye patch to wear for two hours until the anesthesia wore off and was discharged home. Per bio-med engineering who met with bausch & lomb representative today, the foot pedal of the machine was found to be getting stuck intermittently and was removed from service. The foot pedal was replaced with a new one and the unit is now operational.